Event description:
It was reported to medtronic minimed that the customer's insulin pump had a no-delivery or occlusion alarm, was also occluded, and had damage (physical or cosmetic) at the front of the pump because it had bumped on the cart. The customer reported no adverse events. The event involved products mmt-332a, mmt-399a, and mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported an insulin flow-blocked alarm (past or resolved event). The issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. During download review, the pump history revealed a no delivery alarm on (B)(6) 2024 at 08:29:07 during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: cracked keypad overlay and broken belt clip rails. In conclusion, customer concern for insulin flow blocked was not confirmed during testing. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Cosmetic damage was confirmed at the keypad select button when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.